Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the load messages from sln did not reach kphc after the ncal upgrade. The technical support specialist (tss) confirmed that the es server was successfully transmitting all messages to the carefusion coordination engine (cce). Upon dialing into the cce, it was observed that approximately 27,000 messages were queued, awaiting delivery to the customer system. The customer's it team identified a port conflict on their interface server, which was likely the root cause of the communication outage. The issue was escalated to iest and collaborated with the customer to reestablish connectivity and systematically drain the queued messages. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the load message was not reaching the station. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the load message was not reaching the station. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.